Event description:
It was reported that during the implant procedure, a right ventricular lead was attempted but had poor sensing and high threshold. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and in body tissue/fibrotic growth. (B)(4).